Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to damage on head unit, the switches of the scope/camera head do not work. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that external force was applied to the subject device, resulting in the reported component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported the camera head experienced a defective cable was found that did not pass the waterproofing, and a defective ccd unit issues during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.